Event description:
User alleges while performing an epidural and then withdrawing the catheter, it was noticed that approximately 1" of the tip had been left in the pt. MRI performed, catheter tip left in pt.